Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 01-sep-2015. The most recent information was received on 21-jun-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain last for 2 weeks, it makes it impossible to sleep / pain'), menorrhagia ('abnormal bleeding:menorrhagia') and genital haemorrhage ('extreme bleeding / abnormal bleeding / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease and hypertension. Concomitant products included diazepam (valium) since 2013, ethinylestradiol;levonorgestrel (aviane) in 2016, hydrocodone from 2013 to 2017, ibuprofen (motrin ib) from 2012 to 2017, levonorgestrel (mirena) from 2009 to 2014, medroxyprogesterone acetate (depo-provera) in 2014 and meloxicam (mobic) from 2013 to 2017. In 2011, the patient had essure inserted. In july 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition:when she wakes up her stomach is fine but then it begins to bloat (she looks as if she is pregnant)/bloating"), vaginal haemorrhage ("abnormal bleeding:vaginal bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 14 days, was found to have weight increased ("gained weight, (no matter how hard she tries, she could lose it)") and experienced vaginal disorder ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"), depression ("psychological or psychiatric problems condition:depression") and vaginal discharge ("vaginal discharge"). In july 2013, the patient experienced cyst ("rashes or skin conditions type:cysts") and blister ("rashes or skin conditions type:blisters under my arms and on my stomach"). In june 2017, the patient experienced loss of libido ("hormonal changes describe: low desire for sex"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/stomach cramps"), nausea ("extremely nauseous/nausea"), weight loss poor ("gained weight, (no matter how hard she tries, she could lose it)"), feeling abnormal ("all of the pregnancy symptoms"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain/stomach cramps"). The patient was treated with surgery (endometrial ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, nausea, weight increased, vaginal haemorrhage, migraine, vulvovaginal pain and abdominal pain upper had resolved and the weight loss poor, abdominal distension, feeling abnormal, loss of libido, vaginal disorder, urinary tract infection, cystitis, depression, cyst, blister, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, bladder disorder, blister, cyst, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: she tolerated the procedure well. Discrepancy in insertion date earlier reported date was in year 2011 and as per current pfs jul 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Ultrasound scan vagina - on 04-apr-2017: result: mildly complex fluid within the endometrium, potentially related to the stage of menstrual cycle. Several uterine fibroids, largest of which measures up to 1.7 cm. 3.1 cm hemorrhagic cyst in the right ovary.. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes describe: low desire for sex, vaginal bleeding, menorrhagia, vaginosis, urinary tract infection, bladder infection, depression, cysts, blisters under my arms and on my stomach, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue and vaginal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain last for 2 weeks, it makes it impossible to sleep / pain'), menorrhagia ('abnormal bleeding:menorrhagia') and genital haemorrhage ('extreme bleeding / abnormal bleeding / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease and hypertension. Concomitant products included diazepam (valium) since 2013, ethinylestradiol;levonorgestrel (aviane) in 2016, hydrocodone from 2013 to 2017, ibuprofen (motrin ib) from 2012 to 2017, levonorgestrel (mirena) from 2009 to 2014, medroxyprogesterone acetate (depo-provera) in 2014 and meloxicam (mobic) from 2013 to 2017. In 2011, the patient had essure inserted. In july 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition:when she wakes up her stomach is fine but then it begins to bloat (she looks as if she is pregnant)/bloating"), vaginal haemorrhage ("abnormal bleeding:vaginal bleeding"), migraine ("migraines/ migraine/headache"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 14 days and experienced nausea ("extremely nauseous/nausea"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"), depression ("psychological or psychiatric problems condition:depression") and vaginal discharge ("vaginal discharge"). In july 2013, the patient experienced dermal cyst ("rashes or skin conditions type:cysts"), blister ("rashes or skin conditions type:blisters under my arms and on my stomach") and rash ("rashes or skin condition-type:"). In june 2017, the patient experienced loss of libido ("hormonal changes describe: low desire for sex"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/stomach cramps"), weight loss poor ("gained weight, (no matter how hard she tries, she could lose it)"), feeling abnormal ("all of the pregnancy symptoms"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain/stomach cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, nausea, weight increased, vaginal haemorrhage, migraine, vulvovaginal pain and abdominal pain upper had resolved and the weight loss poor, abdominal distension, feeling abnormal, loss of libido, vaginal disorder, urinary tract infection, cystitis, depression, dermal cyst, blister, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vaginal discharge, fatigue and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, bladder disorder, blister, cystitis, depression, dermal cyst, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: she tolerated the procedure well. Discrepancy in insertion date earlier reported date was in year 2011 and as per current pfs (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2012: result: unspecified.; in 2014: total bilateral occlusion. Pregnancy test - on an unknown date: unconfirmed.. Ultrasound scan vagina - on (B)(6) 2017: result: mildly complex fluid within the endometrium, potentially related to the stage of menstrual cycle. Several uterine fibroids, largest of which measures up to 1.7 cm. 3.1 cm hemorrhagic cyst in the right ovary.. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. New reporter added. New events: rash or skin condition type were added. Outcome of the event vaginal pain updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 01-sep-2015. The most recent information was received on 01-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain last for 2 weeks, it makes it impossible to sleep / pain") and genital haemorrhage ("extreme bleeding / abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("extremely nauseous"), weight increased ("gained weight, (no matter how hard she tries, she could lose it)"), weight loss poor ("gained weight, (no matter how hard she tries, she could lose it)"), abdominal distension ("when she wakes up her stomach is fine but then it begins to bloat (she looks as if she is pregnant)") and feeling abnormal ("all of the pregnancy symptoms"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain lower, nausea, weight increased, weight loss poor, abdominal distension and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, feeling abnormal, genital haemorrhage, nausea, pelvic pain, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2017: summons received - case upgraded as incident. Surgical treatment was added for the event pelvic pain and explant date of essure updated. New legal reporter lawyer was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.